Event description:
Screw bne cann ft 4.5x56mm, placed for fixation and upon reviewing xray images questionable screw threads/fragments were visualized. Surgeon discussed finding with sales representative, resident and fellow. Screw left in patient.